Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17480977 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber 4 mm 2 cm 90 ruptured at nominal pressure. It was replaced with the other small sized non-cordis product. This was a percutaneous transluminal angioplasty (pta) shunt case. There was no patient injury reported and the product will be returned for analysis. Additional information has been requested.

Event description:
As reported, a saber 4 mm 2 cm 90 ruptured at nominal pressure. It was replaced with the other small sized non-cordis product. This was a percutaneous transluminal angioplasty (pta) shunt case. There was no patient injury reported and the product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. It was a little difficult crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, a 4x20mm 90cm saber percutaneous transluminal angioplasty (pta) catheter ruptured at nominal pressure. It was replaced with the other small sized non-cordis product. There was no patient injury reported. This was a pta shunt case. The lesion was severely calcified with 99% stenosis. There was no tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. It was a little difficult crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17480977 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified with stenosis rate of 99%) and procedural/handling factors (little difficulty crossing lesion) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.